Manufacturer narrative:
(B)(4). The customer reported one tina single pump nibp lcd, serial # (B)(4), product code s1000l3p "saline detector: blood detected" alarms at the termination of dialysis treatment. The process step was during use, therefore there was patient involvement. There was no patient injury or medical intervention. The patient outcome is unknown. The baxter field technician determined the problem was 'problem was the air detector and replaced it'. This confirms the complaint. The baxter field technician determined the assignable cause 'a faulty air detector'.

Manufacturer narrative:
(B)(4). The baxter field service technician serviced the device onsite, therefor no sample was returned for evaluation. Should additional information become available, a follow up MDR will be sent.

Event description:
A patient contacted baxter (B)(4) to report an issue with a tina hemodialysis machine. The patient reports having a "saline detector: blood detected" alarm at the termination of dialysis treatment. The baxter service technician made arrangements to go onsite to evaluate the device. The process step was during use, therefore there was patient involvement. Any report of patient injury or medical intervention is unknown.